Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that, while in an ear, nose & throat (ent) procedure, the navigation system surgeon monitor was black. The staff monitor showed no signal and when starting the navigation system the staff monitor had a short flash with horizontal lines. Following this, the monitor showed a no signal message. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system starts without problems. The system was restarted 8 times completely without failure. The reported event could not be duplicated by medtronic personnel. Navigation optically and electromagnetically checked, reviewed power supply and all connectors were tightened. The software and instruments passed the system checkout. The system was found to be fully functional. A replacement computer was not needed and returned to customer service.